Event description:
The manufacturer became aware upon receipt of the explanted device on (B)(6), 2012. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(4) 2011 and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2012.